Manufacturer narrative:
A review of the mfg documentation of the device found that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records of the device found them to be satisfactory. This is the final report.

Event description:
A report was received that a pt underwent a pocket revision procedure due to discomfort at the pocket site cause by the ipg moving towards the spine. The physician moved the pocket site to the left hip, and irrigated the original site with antibiotics even though he did not believe an infection was present. The physician also prescribed vancomycin and ancef oral antibiotics as a precaution. The pt was reportedly doing well following the revision procedure.